Event description:
During an atrial fibrillation ablation procedure using a brk transseptal needle, a pericardial effusion occurred. Transseptal puncture was performed with a brk transseptal needle and a fast cath transseptal introducer. A livewire ep catheter was placed in the coronary sinus and an unknown ablation catheter was placed in the left atrium. After transseptal puncture, a pericardial effusion was noted via an ice catheter and fluoroscopy; however, the patient remained asymptomatic. The procedure was aborted and the location of the cardiac perforation was unknown. No intervention was necessary. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.